Event description:
Patient was revised due to subsidence of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the warsaw and international complaint databases did not reveal any other reports for the reported manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported tibial component subsidence. No evidence was found suggesting product contribution to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.